Event description:
On (B)(6) 2013, the patient presented emergently to the hospital with pain. Computed tomography of the chest revealed two penetrating ulcers of the descending thoracic aorta. It was reported most superior ulcer was noted to have surrounding intramural thrombus and hematoma, reportedly suggesting possible acute bleeding. A conformable gore tag thoracic endoprosthesis was implanted to treat the ulcers. The device was placed just distal to the arch and with the distal end extending 5 cm above the celiac trunk. Final angiography showed no evidence of endoleak, excellent flow through the left subclavian artery, good placement of the device, and good pulse distally of the superficial femoral artery. The patient tolerated the procedure. On an unknown date, the patient presented with paraparesis. It was reported that the implanted ctag device covered numerous spinal accessory vessels, and the coverage reportedly contributed to the paraparesis. On (B)(6) 2013, a post-operative spinal drain was placed to treat the paraparesis. It was reported the patient has regained some muscle movement since the drain was placed.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.